Event description:
New information received: rv lead was capped on (B)(6) 2017 and a lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic, non-dependent patient was presented for a follow up via merlin.net transmission. Low pacing r-wave impedance, undersensing and capture issues were observed on the rva lead. No programming changes were made. Patient is being monitored more closely.